Event description:
It was reported that during reprocessing, the tip of the bronchofiberscope had exploded. There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9 the device was returned to olympus for inspection, and the reported failure of the tip of the scope exploded was confirmed. Based on the results of the investigation, the cause of the event was due to the bending of the section cover had come off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.